Event description:
It was reported that the customer had a lost sensor on the insulin pump. The customer's blood glucose was 160 mg/dl. The customer stated that he had calibrations errors, change sensor, weak signal and treshold suspend the customer was offered to replaced sensor and analyze transmitter but he decline. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.